Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. A programming change to the post-paced threshold start setting was recommended. Induction testing at the patient's maximum pacing rate was recommended to test the decreased sensitivity settings. No further information is available.

Manufacturer narrative:
(B)(4).